Event description:
A vaxecel pasv PICC had been therapeutically placed in a pt. There was no indication from the complainant of how long the device had been implanted in the pt. On 26 january 2006 the device was found to have a slit in the catheteer located distal to the suture wing. Another device was implanted in the pt and the complainant reported that there were no adverse affects on the pt as a result of the reported malfunction.